Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was lower than the programmed lower rate of the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.